Event description:
According to the reporter, during an incisional hernia, at the time of mesh fixation, the tacks were deployed and a thud was heard. None of the tacks deployed or when it came out, the tacks did not cling to the wall. It was noted that the tacks fell into the patient cavity. Graspers were used to retrieve and remove it from the abdomen. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.